Event description:
It was reported that patient underwent a shoulder arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to a disassociate glenosphere. It was further noted, the glenosphere disassociated on a separate occasion.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).